Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device where the customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and lost consciousness, and was unable to self-treat but no third-party treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device where the customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and lost consciousness, and was unable to self-treat but no third-party treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor was restored to storage state and activate with known good reader to receive first 5 ble (bluetooth low energy) packets. First 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. Visual inspection performed on the returned sensor and de-cased sensor was observed. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The returned sensor was re-programmed to activate with known good reader. After waiting for few minutes, the known good reader was connected to masterm and command was sent to isf (interstitial fluid) and first 5 ble(bluetooth) packets were received. The passing of functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and de-cased sensor was observed. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The returned sensor was re-programmed to activate with known good reader. After waiting for few minutes, the known good reader was connected to masterm and command was sent to isf (interstitial fluid) and first 5 ble(bluetooth) packets were received. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device where the customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and lost consciousness, and was unable to self-treat but no third-party treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.